Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic right inguinal hernia repair, the balloon would not expand. A rapid loss of abdominal pressure due to the device issue was observed. Another device was used to complete the case. There was no patient injury.